Event description:
At the beginning of laser ptca procedure, coolant fluid was noted to be leaking from underside of laser.the manufacturer was notified and advised staff no to use th elaser. Procedure was cancelled.